Event description:
A message was received via social media stating "anyone else have problems with frequent aspiration pneumonia" meaning there is a patient being referenced to that is experiencing aspiration pneumonia. Further information has not been received regarding the patient information. No additional relevant information has been received to date.